Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his battery pack. The patient's download revealed battery charger faults on battery pack sn (B)(4). The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery charger faults) has been confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon evaluation the battery cells had an output voltage of 7.1v. The battery will not be able to power on a monitor below 8.2v. The root cause of the battery charger faults is currently underway at the supplier, itech. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.